Event description:
It was reported that patient enrolled in a clinical study underwent left total hip arthroplasty on (B)(6) 2012. Subsequently, a revision procedure was performed on (B)(6) 2014 due to pain and loosening of the femoral stem.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown. PMA/510(k) number - unknown. Manufacture date - unknown.

Manufacturer narrative:
Additional information was received on april 17, 2014 giving the item/lot number of the item previously reported. This information had not been available at the time of the initial report. This item is not manufactured or marketed in the united states and does not require an MDR report, but the information is being provided as it was already sent in an initial report.